Event description:
The pt reportedly experienced intermittencies followed by loss of lock. On february 13, 2006, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device has been scheduled.